Manufacturer narrative:
The device had a damaged fluid shield. There were no relevant alarms in the alarm history. The device failed visual inspection but passed all other pci functional tests. The complaint was not confirmed, no problem found. The probable cause could not be identified. The damaged fluid shield was replaced. The device passed all further testing. A logs download was completed and sent for analysis. After a review of the event logs, the event log analysis team concluded: to conclude: engineering couldn't confirm the customer complaint from the description provided and concludes that there was no abnormal shutdown or bootup from the logs provided. Since the infusion for 24 hours in line a was interrupted by multiple valve cassette test failure alarms, engineering recommends service center to do the preventive maintenance tests. Apart from this, engineering confirms that the device was working as expected.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported the pump presents " malfunction- electrical problems sometimes they turn off". The status of the product at the time of the event is unknown. There is unknown patient involvement, unknown adverse event / human harm.